Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having gum issues and jaw discomfort with terrible pain. At check in patient marked true to discomfort, excessive bleeding, inflammation, sensitivity, jaw discomfort, chipped and root resorption. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.